Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). Investigation summary: bd did not received any samples or photos for investigation. Therefore, five retention samples were functionally tested for draw volume. Based on the test performed, draw volume was not confirmed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. Complaints received for this device and the reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data to identify emerging trends.

Event description:
Report 2 of 3. It was reported while using bd vacutainer® sst¿ blood collection tubes, one (1) tube underfilled. No adverse impact was reported regarding the patient or user.